Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by viewing a video from the customer, but was unable to reproduce the error. Fse replaced the touch panel monitor. No further action required by field service. The aia-900 analyzer is functioning as expected. The touch panel monitor was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported failure. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10895807. There were no similar complaints identified during the search period. The most probable cause of the reported event could not duplicate problem.

Event description:
A customer reported their aia-900 analyzer screen is blurry and icons moving around intermittently. Also stated the touch screen responds sporadically. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and estradiol (e2). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.